Event description:
The surgeon was placing a lactosorb suspension screw (2.0mmx5mm) when it broke in two pieces. Both pieces were removed from field. Another screw was opened and implanted without a problem. The surgeon felt it was a product defect. The surgery was completed, and there were no patient complications.